Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 4 of 6 on the home choice (hc). The technical service representative (tsr) instructed the hp to cycle the power twice on the hc and the hc proceeded to press go to start. The tsr informed the hp that she can start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The hp was unsure of what she is going to do to complete her therapy. The tsr informed the hp to contact registered nurse (rn). The home patient (hp) contacted product surveillance (ps) on (B)(6) 2011 regarding the system error 2240 alarm. The hp resumed therapy the following night on the cycler. The hp contacted the peritoneal dialysis nurse (pdrn) regarding the alarm and the missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.